Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo mid left anterior descending artery that was 90% stenosed. The indeflator was connected to a 2.5x15mm unspecified balloon, but the luminescent gauge of the indeflator did not display the correct value when inflating the balloon. A new 20/30 indeflator was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident from this lot. It is possible inadvertent mishandling resulted in the reported gauge break however as the device was not returned for analysis the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.